Manufacturer narrative:
Initial reporter occupation is patient/consumer. The patient's strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr; qc 2: 2.8 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 at 9:15 a.m. The patient had an initial meter result of 5.1 inr and at 9:20 a.m. He had another meter result of 4.1 inr using the same finger while the lab result was 3.83 inr. The patient's warfarin dose was decreased based on the lab result. The patient's therapeutic range was 1.5-2.0 inr. The patient's interval of testing is bi-weekly.